Manufacturer narrative:
Product analysis: the upper jaw at the tip of the pituitary has been sheared off at the locking pin hole and is missing. This is consistent with overload.

Event description:
It was reported that the tip of instrument broke during surgery. The device was used in patient. No patient complications were reported. No fragments of the product remained inside the patient.